Manufacturer narrative:
Nagaoka, k. Et al. Evaluation of the acute outcomes of pulsed field ablation at our hospital [conference presentation]. P548. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that atrial fibrillation occurred. A single center study between february 2025 to april 2025 was completed to investigate the acute outcomes of pulse field ablation (pfa) in patients undergoing initial ablation for atrial fibrillation. Procedure summary fifteen (15) patients underwent pfa using a farawave catheter and twenty two (22) patients underwent pfa using non boston scientific ablation catheters. The acute success rate of the procedures was one hundred (100) percent. Event summary: two (2) patients treated using the farawave catheter experienced early recurrence of atrial fibrillation. Patient status: no further information on the status of the patients is available.